Manufacturer narrative:
Initial reporter facility name is (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) peritoneal dialysis (pd) transfer sets would not close. This issue was noticed during use for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.